Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 5 physical samples submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the three-way subassembly connecta was disassembled from the tube. Bd determined that the cause of the failure was manufacturing process related. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Corrections made to annex e and f codes. No harm to patient.

Event description:
Correction to annex e and f codes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white component damaged and leaked when injecting contrast medium as part of a CT scan, users have noticed that the equipment has become disconnected at the junction between the flexible tubing and the three-way valve. Several syringe tests carried out on the same batch systematically resulted, at the very least, in a leakage of liquid, and in the most serious cases, in the complete disconnection of the device. Tests carried out on other batches failed to reproduce this problem. When did the incident occur? During use.